Manufacturer narrative:
Date of event - event date was estimated, date was reported as 40 days post procedure.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The physician then inserted and deployed a 30mm closure device. This device did not meet release criteria, so it was fully recaptured and removed from the patient. A new 33mm closure device was then used to complete the procedure. The closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred and the patient was discharged home on direct oral anticoagulant (doac). 40 days post procedure the patient was brought to the hospital due to a cerebral vascular accident. Echocardiogram imaging showed that the closure device was still in the correct position and there was no thrombus present on the device. The patient then died following these events.

Manufacturer narrative:
Event date was estimated, date was reported as 40 days post procedure.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient. The physician then inserted and deployed a 30mm closure device. This device did not meet release criteria, so it was fully recaptured and removed from the patient. A new 33mm closure device was then used to complete the procedure. The closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred and the patient was discharged home on direct oral anticoagulant (doac). 40 days post procedure the patient was brought to the hospital due to a cerebral vascular accident. Echocardiogram imaging showed that the closure device was still in the correct position and there was no thrombus present on the device. The patient then died following these events. It was further reported that the patient was transferred to another hospital where they received a dissolution treatment. The patients condition suddenly changed and they died. The official cause of death was due to the cerebral vascular accident.